Event description:
The consumer reported three (3) accidental reagents exposed to her nostril area with the binaxnow covid-19 antigen self test performed on 15dec2023. This MFR. Report addresses test two (2) of three (3). The consumer indicated that after opening the test card and reagent bottle, reagent was added to the swab and the swab was inserted into the consumer's nose; the swab was then inserted into the test card and continued with the test. The consumer reported that they had a copy of the product insert at the time of testing but did not read before using. The consumer confirmed that they had no effects from the reagent and was feeling fine. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI : (B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.h6 - medical device problem code h3 other text : single use device discarded

Event description:
The consumer reported three (3) accidental reagents exposed to her nostril area with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. This MFR. Report addresses test two (2) of three (3). The consumer indicated that after opening the test card and reagent bottle, reagent was added to the swab and the swab was inserted into the consumer's nose; the swab was then inserted into the test card and continued with the test. The consumer reported that they had a copy of the product insert at the time of testing but did not read before using. The consumer confirmed that they had no effects from the reagent and was feeling fine. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
UDI : (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use device discarded